Manufacturer narrative:
(B)(4). The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and it was found dark red material found between electrodes #1 and #2. Customer reported that the irrigation bag was empty this may contributed to the accumulation of blood on the catheter. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Also it was tested for irrigation performance and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint has been confirmed. IFU stated to flush the catheter during procedure to avoid thrombus, clots or blood accumulations.

Event description:
It was reported that a patient, underwent a procedure with a thermocool smarttouch bi-directional navigation catheter and coagulated blood was observed at the distal tip of the catheter, after withdrawal of the catheter because the irrigation bag was empty. The procedure was completed with another like device with no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on september 14, 2015 regarding this event: during the event, there were no issues related to temperature and flow on the catheter. Settings on the event were: power control mode, temperature with cut off 50 degrees; maximum impedance was off while minimum was at 50 ohms and 25 w or 40 w (power). Saline solution was used. The material found appeared to be coagulum. The physician did not consider the amount of coagulum to cause a potential risk to the patient; however, based on physician's clinical experience it was excessive since usually there is no coagulum.(B)(4).